Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306575 and lot number 0337051. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: we will continue monitoring the complaint trend for this product and symptom. With no sample analysis a probable root cause could not be offered.

Event description:
It was reported that 3 10 ml bd posiflush¿ sp pre-filled flush syringe nacl 0.9% experienced difficult plunger movement. The following information was provided by the initial reporter: material no: 306575, batch no: 0337051. Date of incident (yyyy-mm-dd): (B)(6) 2021. Type of incident/problem: malfunction - during or after use. Level of harm: no apparent harm - reached patient/person, inconvenient. While flushing a cvc, the plunger got stuck about half way and not able to continue flushing - 3 syringes were used with same problem. Who was affected? Patient. Unexpected or prolonged care? No.